Manufacturer narrative:
The returned or-table was investigated at trumpf medical. The root cause for the massive corrosion was determined due to larger amounts of a cleaning or disinfecting agent which have penetrated through the gap between the column head and the column head cover and have spread over the frame of the column head. The penetration of such large quantities of liquids cannot be explained by wiping disinfection (as specified in the instructions for use). The or-table will be repaired or exchanged based on the customer consultation. The massive corrosion have arisen over a short period of time (<1 year), presumably due to a change in the cleaning process of the user. At the last maintenance in (B)(6) 2016 no corrosion was found. If the wipe disinfection/cleaning described in the instructions for use is adhered to, this damage cannot occur.

Manufacturer narrative:
The affected operating table has been regularly serviced by trumpf medical since 2008. The device must be opened every time and corrosion was not observed in previous servicing activities. This indicates an event or a change in the handling methods of the operating table likely caused the corrosion since the last maintenance in 2016. Trumpf medical will attempt to transfer the affected operating table to the factory for analysis. A follow-up report will be submitted once the investigation is complete.

Event description:
Corrosion was observed on the interior of the column head of a trumpf medical jupiter operating table during routine maintenance. This corrosion could result in rust particles falling onto the circuit boards of the table and possibly lead to loss of table functionality. No injuries were reported.